Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 600 mg/dl. Symptoms that were reported at the time of the incident included none. The customer did not treat for high blood glucose. The customer stated that their infusion sets got damaged so they were unable to use the insulin pump. Troubleshooting was not provided. The insulin pump will not return for analysis.